Manufacturer narrative:
A certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the as returned products identified fractures of screw near the base of screw. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted on the per. The reported device was located on tooth #8 and was used for approximately 3 year. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (1192410). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 1192410) for similar events and no other complaint was identified. June post market trending was reviewed and there were no negative trends or corrective actions for the reported event (screw fracture) or device (iunihg). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. A definitive cause could not be identified. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a fractured screw (iunihg). Implant remains implanted. No additional surgical intervention or injury has been reported. Tooth location 11.